Event description:
Philips received a complaint on the heartstart mrx indicating that the ECG cable is worn. The rse provided remote support. It was determined that this was a malfunction of the ECG cable for which the rse provided information for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cable. The reported problem was confirmed. The customer was provided information to replace the ECG cable to resolve the issue. It has been concluded that no further action is required at this time.